Event description:
The patient reported that while activating an omnipod dash pod, the cannula failed to insert during the insertion step. The event occurred on january 15, 2026, at approximately 8:08 am local time. The pod was placed on the left tricep. The patient heard the double beep during priming but did not feel the insertion and observed that the cannula did not go in. There was uncertainty about the pink slide indicator, which may indicate a needle mechanism failure. No medical assistance was required, and there were no changes to their blood glucose levels.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.